Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was 220 mg/dl. The keys were not responding. Customer reported that the drive support cap was normal. Customer was able to complete insulin pump rewind. The troubleshooting was performed for the motor error and button error. The customer was advised to observe time clock for one minute to verify if time advances and found yes. Advised that the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify motor error alarm due to buttons not responding. Motor passed motor test.